Manufacturer narrative:
A ge service rep performed an onsite investigation. The output dose was adjusted back into tolerance. The system was tested and operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
During pm the fse found the output dose to be out of tolerance. No pt injury was reported.